Event description:
It was reported that during testing conducted at the user facility a pin on the device broke. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during testing conducted at the user facility a pin on the device broke. No patient involvement or procedural delays were associated with this event.